Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced diaphragmatic stimulation from the left ventricular lead and the lead exhibited high capture thresholds. The right atrial lead also exhibited failure to capture and low sensing threshold. The patient presented on (B)(6) 2018 for lead revision procedure and both leads were explanted and replaced. The patient was stable post procedure.